Event description:
It was reported that the physician's handheld will not go past the align screen. It was reported that a hard reset was performed and the screen returned to the align screen and was continuously looping. It was confirmed that the lock button was not engaged. The screen was cleaned and cleared of any dust. Another hard reset was performed but the screen returned to the looping alignment screen. The physician was provided a new programming tablet. The handheld is expected to be returned, but has not been received to date.